Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this, and there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with resetting it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood the instructions.